Event description:
It was reported that the pump stopped fill tubing at 9.8 units and requested a minimum of 50 units during the load process. The customer attempted to add more insulin to the cartridge, but the cartridge bag ruptured. The customer's blood glucose (bg) level elevated to 300 mg/dl, but the customer was able to load a new cartridge.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.